Manufacturer narrative:
Evaluation summary: the hawkone was inspected and the torque shaft beneath the strain relief was observed to be bent at an approximate 45 degree angle. The distal assembly was inspected and biological material was discovered protruding from a hole to the tecothane approximately 2 cm from the cutter window. The hole was on the same plane as the opening of the cutter window (opposite plane of the guidewire tubing). The hole was inspected under microscope and it was discovered that the hole ran parallel and in between the coils of the distal assembly. It was noted that the stainless steel coils were pushed out from hole.

Event description:
It was reported that the physician was attempting to treat an 8cm lesion length in the left mid superficial femoral artery (sfa). It was reported that access was obtained and a 7fr sheath was inserted into the artery. The target lesion was described as soft tissue with no tortuosity and little calcification. A hawkone device was used on the sfa. After the device was cleaned it was noted that there was a small bulge in the side of the nosecone. No resistance was noted when the device was being removed. The bulge was noticed after the physician had completed the atherectomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.